Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that tower door clicking. A field service engineer arrived at the station, where the customer reported that tower door 6 was making a clicking sound. The engineer proceeded to shut down the system, clean all micro switches, tighten the harness, and apply grease. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system tower door clicking. A customer has indicated that the issue arose when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.